Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer called intuitive surgical, inc. (Isi) technical service engineer (tse) and reported a problem with the bovie. The customer informed that the erbe generator kept faulting with error c-34. The system logs confirmed the error. Prior to calling, the customer power cycled the erbe generator with no change. The customer tried rebooting the erbe generator, but it powered on with error c-34, and a c-00 error was also displayed. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu for failure analysis. The iesu was placed on an in-house system and was run in normal mode. The c-34 error was replicated. The complaint was confirmed based on failure analysis.